Manufacturer narrative:
Investigation, including root cause analysis , is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No additional information is expected. The surgeon is unwilling to provide any additional information. (B)(4).

Event description:
A surgeon reported that after a cataract surgery, five patients developed intraocular toxic reaction. This report is for a patient who underwent the second surgery of the day. The surgeon also reported that the same cassette had been used during the first surgery of that day. After surgery, this patient presented while membranes in pupilar area, hypopyon, precipitate in the vitreous body and loss of visual acuity. The patient did not present other signs of infection such as tearing, pain or red eye. No additional information is expected. The surgeon is unwilling to provide any additional information. This is one of five medical device reports.